Event description:
It was reported the ez45b was used during a lung volume reduction. On the second firing the device fired half way and would not fire any further. The surgeon attempted to keep firing and the device broke. Another ez45b was opened to complete the case. Bovine pericardium was used during the case. There was no consequence to the pt.